Event description:
At the time of the pump replacement, a significant amount of crystalized material was found around the pump connector. The pump was used to deliver dilaudid, baclofen, and bupivacaine. A catheter break was found about 7 cm from the pump connector. The catheter was replaced. No rotor or catheter dye study were done. There was no patient injury associated with the event. The patient recovered without sequela from surgery.

Manufacturer narrative:
(B) (4). The pump and a portion of the catheter was returned to the manufacturer for analysis, which is not complete as the date of the report. A follow-up report will be sent when the analysis is complete.